Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01475. It was reported by the plaintiff's attorney that "on or about (B)(6) 2010, the plaintiff was implanted with ams elevate to treat her pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleges that the "plaintiff began experiencing exposure, extrusion or protrusion, pain, infections, bleeding. Urinary problems some time after implant." Plaintiff's attorney also alleges that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment, has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering."